Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they forgot to retrieve the settings from their old insulin pump before shipping the device back. The customer could not exit the rewind process. The customer did not provide any further information about their blood glucose levels or any type of hospitalization. The customer did not return the product back for analysis.